Event description:
Follow up with the physician's office revealed that the vns was programmed at one point in a manner to trigger a burst watchdog timeout, but there was no indication provided by the physician that the device had been disabled as a result and this was approximately three months prior to the father's allegation that the increase in seizures was due to a burst watchdog timeout. Following that, the autostim mode was programmed to be less than the magnet mode and, therefore, would not trigger a disablement.

Event description:
It was reported that the patient's father believed the patient's seizures were worsening and that this was due to the burst watchdog timeout error on m106 generators. It was stated that the patient's vns battery was at 11-25% and that the patient was referred for replacement. Follow up with the company representative revealed that the patient experienced an increase in seizures and the father had looked online and saw the recall about burst watchdog timeout. She stated that the patient's battery is low and the patient is scheduled for a replacement surgery. The medical professional's assessment on the reported increase in seizures was not provided. The patient underwent prophylactic vns generator replacement surgery. During attempts at product return, it was revealed that the facility does not return explanted products. No additional relevant information has been received to date.